Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised depending on age and health condition of the patient, the smallest possible flow and pressure for establishing the pneumothorax should be selected. It is not recommended to exceed insufflation pressures of 10 mmhg in thoracic procedures. For the protection of the patient and the operating team, check that the device is properly connected and functional. The insufflation of co2 should be done carefully and while monitoring the patient¿s response. The user, particularly the anesthetist, should be informed about possible cardiovascular and respiratory problems of the patient and monitor these intra-operatively. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used during an unknown procedure on (B)(6) 2025 when it was reported "patient became bradycardic. They do not think insufflation is the cause but airseal was being used.¿. Further assessment questioning found that ¿airseal worked as normal. Staff does not think it was an insufflation issue. Patient received chest compressions and case was aborted.¿. The current status of the patient was reported as "recovering in ICU.¿. This report is being raised on the reported injury due to the patient becaming bradycardic. There were no allegations of the airseal malfunctioning during this procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used during an unknown procedure on (B)(6) 2025 when it was reported "patient became bradycardic. They do not think insufflation is the cause but airseal was being used.¿. Further assessment questioning found that ¿airseal worked as normal. Staff does not think it was an insufflation issue. Patient received chest compressions and case was aborted.¿. The current status of the patient was reported as "recovering in ICU.¿. This report is being raised on the reported injury due to the patient becaming bradycardic. There were no allegations of the airseal malfunctioning during this procedure.